Event description:
Three months after the surgery, the wound smarts and the pt could not chew. The breakage of the plate was found on xray examination. A revisional operation was required four months later.